Manufacturer narrative:
(B)(4). Date sent: 6/14/2023 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a lap gastrectomy, clips would not close. Changed to another device to complete the procedure. There was no patient consequence reported.